Manufacturer narrative:
Complaints database system review showed no other similar issue since unit installation in 2015. Based on the gathered evidences, and taking into account the review of similar events, the most likely root cause of the reported issue was identified in a mechanical jamming of the stirring mechanism due to bearing damaged by the corrosion. In this regard, it cannot be excluded that environmental conditions such as high temperatures, humidity, condensation in the stationary phase may have contributed to the failure of the motor over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in largo, florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirrer mechanism was completely seized and not turning at all. To fix the issue, stirrer motor and erosion kit were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism blocked (too slow) at setup. There was no patient involvement.